Event description:
It was reported 4 days following a coronary drug eluting stenting treatment procedure the pt experienced a presumed subacute thrombosis. In april 2005 the pt presented with an acute myocardial infarction. The pt was taken to the cardiac catheterization lab (ccl) for a stent placement in a "tight" left anterior descending artery. A taxus express2 3.0 x 24mm drug eluting stnet had been placed as treatment. The pt did well following the procedure and was released. The physician reported the pt had been compliant with the plavix regimen but not with the aspirin. It had also been mentioned that the pt had been smoking marijuanana between the time of the stent implant and the adverse event. Four days following the stent placement the pt presented with 6ml st segment changes. Integrilin and heparin were administered in the emergency room. The pt was then sent to the ccl were angiographic pictures were taken which showed the stent was patent and the coronary arteries open. The presumed thrombosis had resolved spontaneously. The physician believes that between the medication given to the ER and pt autolysis, the thrombosis cleared on its own. The pt is doing fine and has recovered without sequela.